Manufacturer narrative:
The reference patient death was reported under medwatch MFR report# 2916596-2017-02990. (B)(4). Approximate age of device - 1 year, 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient had a major infection at the percutaneous lead (driveline) site. White blood cell count (wbc) was 17.2 x 10^9. The patient was admitted (B)(6) 2017 from an outside facility for fever of 102.7 f and leukocytosis 19 k/cumm and was given a dose of zosyn and vancomycin. Blood cultures-grew yeast/candida albicans and driveline cultures grew corynebacterium; wbc 17.2 k/cumm; temperature 97.7 f. The following day the patient was started on vancomycin 1250 mg. On (B)(6) 2017, blood cultures showed no growth and abdominal/pelvic computed tomography showed no infection. The patient remained stable and was discharged on (B)(6) 2017. The patient ultimately expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.